Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the dermatome's hose was leaking and faulty upon arrival to the facility. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This report is being submitted with additional information. The following fields were updated/completed. On (B)(6) 2018, it was reported that the hose was leaking and faulty upon arrival at the facility. The customer did not return an air dermatome device, serial number unknown, for evaluation. The device history record (DHR) was not reviewed since the lot/serial numbers were both unknown. The customer did not provide the lot/ serial numbers during customer follow-up. It is unknown if zimmer biomet surgical has previously repaired/evaluated air dermatome since the lot/serial numbers were both unknown. The customer did not provide the lot/ serial numbers during customer follow-up. Product return of the air dermatome by zimmer biomet surgical was not performed since the hose was discarded at the account. Repair of the air dermatome was not performed by zimmer biomet surgical since the hose was discarded at the account. The reported event ¿the hose was leaking and faulty upon arrival at the facility¿ was non-verifiable since the device was not returned for evaluation since the device was discard at the account. The root cause of the hose leaking and being faulty cannot be specifically determined with the provided information since the device was not returned evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Customer has indicated that the product will not be returned [add reason, as applicable] to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as applicable.